Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarm. The customer's blood glucose level at the time of incident was 417mg/dl. The customer states they treated with manual injection. Troubleshoot was conducted. The device passed testing and was found to be operating as designed. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to return set and reservoir for analysis.